Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, the device failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. During troubleshooting, the pressure transducer printed circuit board (pcb) was determined to be defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported issue was not confirmed in provided device's logs on the indicated date of event. Moreover, liquid presence was noticed inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to the air gas module affected by the improper environmental humidity and malfunction of the pressure transducer pcb.

Event description:
Manufacturer's ref.#: (B)(4).